Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve, the surgeon clamped on gastric tissue, pressed the green button, the ring handle jumped forward but the handle could not be squeezed. At no stage of the assembly or placing the load on the tissue, the green button was accidentally engaged. Upon inspection the tips of the staple legs could be observed protruding from the cartridge at the proximal end of the load. It was reported there was reinforcement material used in conjunction with the stapling device. New product was used to complete the case. There was no patient injury.